Event description:
The complainant had a impella cp pump placed for a patient undergoing high-risk percutaneous coronary intervention. The site had a bleed that was not able to be treated by manual hold. The bleeding required intervention in the form of red blood cell infusion, pump removal and a 16fr sheath to be placed, surgeon became involved with hemostasis and patient survived. The team had to apply a stich after the 16fr placed. The patient survival outcome was noted as survived.

Manufacturer narrative:
The investigation was completed and the device was discarded. Investigation summary: major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review was completed and passed all the post sterile inspection checks.